Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.4g over specification.

Event description:
Right side capsular contracture baker grade 3.